Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The original packaging was not returned with the device and lot number was not provided. Visual inspection of the physical appearance showed the molded head, tube and balloon appeared to have a foreign substance on the exterior and interior of the device. Functional testing showed that the device could not be filled with the suggested amount of water due to an apparent axial splitting of the balloon fabric. The split is extending diagonally from the base of the balloon to the distal tip of the device. The balloon material was inspected under magnification and with no identifiable origin of the split, after the balloon material was manually pressed together in order to reform the balloon shape. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the transgastric-jejunal enteral feeding tube balloon burst and about 10cm of the enteral feeding tube migrated from the stoma site. There was not reported patient injury. No additional information was provided in regards to the patient's status.